Event description:
A journal article was reviewed which contained information regarding this lead. Information obtained through follow up indicated that the patient had a local infection and the lead was ¿firmly encapsulated in fibrotic tissue at the level of the distal coil and at the tip of the lead.¿ the lead could not be extracted and therefore the lead was left in the patient. No further patient complications occurred as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature.this event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: safety and efficacy of internal transjugular approach for transvenous extraction of implantable cardioverter defibrillator leads. (B)(4)